Manufacturer narrative:
Results/conclusions: cartridge pan dislodged. Eval summary: two devices were returned for analysis. Device (a) was rec'd in good visual condition and with no cartridge present; however, the cartridge pan was found lodge inside the channel. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the cartridge, it should be noted that a 100% inspections takes place during mfg to ensure the device meets the require specifications. Device (b); the analysis showed that the device was rec'd in good visual condition and with a cartridge loaded in the device. The cartridge was rec'd partially fired and with the cartridge lock out spring damaged. The damage to the cartridge lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. In addition, the instructions for use state, "the firing stroke must be completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device." The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was completed and the staples were note to have the proper b-formed shape. The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported that during an unknown procedure, the first device would not fire and the second would not reload. A third like device was used to complete the case. There was no pt consequence reported.